Event description:
The facility returned the device for service with a report of depleted battery. Information was not provided regarding whether or not the device was in pt use when the event occurred. The hospital representative did not have information regarding whether or not there was pt injury or medical intervention. No additional contact information available.